Event description:
As reported in the survey, respondent #30 stated the inability to use a railway sheathless access system successfully stating a radial artery spasm was encountered and approach was switched to femoral. Also, stating radial spasm was resistant to nitroglycerin and verapamil. The device will not be returned for evaluation.

Manufacturer narrative:
The facility, city, and postal code are unknown as the information provided is from a survey and the survey doesn't provide any contact nor account information to follow up on the events. Therefore, no further investigation will be made. The event date was changed to reflect the aware date as the event date will remain unknown as the information is from a survey. Complaint conclusion: as reported in the survey, respondent #30 stated the inability to use a railway sheathless access system successfully stating a radial artery spasm was encountered and approach was switched to femoral. Also, stating radial spasm was resistant to nitroglycerin and verapamil. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿vasospasm¿ could not be confirmed. Vessel spasm is a known potential complication and is documented in the IFU as such. It can be caused by device manipulations inherent in any procedure causing endothelial irritation. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), amputation, arrhythmia, arteriovenous fistula, death, embolism, fever, hematoma at puncture site, hemorrhage, inflammation / infection / sepsis, ischemia, myocardial infarction, necrosis, peripheral nerve injury, pain, renal failure, stroke, transient ischemic attack, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.